Event description:
It was reported that a burst watchdog error message was observed. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. In this case the magnet mode output current was programmed the same as autostim output current. The physician raised the magnet mode output current to be greater than the autostim output current, which resolved the issue. No other relevant information has been received to date.